Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data:additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. Hence, this event is no longer reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.